Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump battery would not charge while connected to computer using tandem charging cable. There was no reported impact to the customer¿s blood glucose level. Customer later updated pump, which resolved battery charging issue, and no further assistance was needed from technical support.